Manufacturer narrative:
Initial and final (B)(4) - MDR 3003442380-2024-09840 - device 5 of 16.

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. On 15-apr-2024, it was reported that patient faced sixteen infusion set fell off events during use. The sets were in use for 5-6 hours. Patient replaced infusion set and resumed insulin deliveries successfully. No further information available.